Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the ccpd therapy on the liberty select cycler and the patient¿s death. However, the cause of this patient¿s death can be attributed to complications from covid-19 as reported by the home program manager. It is well-known that sudden cardiac death is the leading cause of mortality in esrd patients, attributing to 1 of every 4 deaths in patients on hd and pd therapies. Additionally, esrd patients present an increased risk of mortality with the covid-19 virus due to multiple comorbidities and immunosuppression. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s death.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while connected to the liberty select cycler. Upon follow up, the outpatient clinic home program manager reported this patient expired on (B)(6) 2020 while hospitalized due to complications from covid-19. The patient was admitted to the hospital in the covid unit for shortness of breath on (B)(6) 2020 when the patient was found to be covid-19 positive. The patient had severe hypoxia resulting in the use of high-flow oxygen. The patient underwent a ccpd treatment on a hospital provided liberty select cycler on the evening of (B)(6) 2020. The patient was found asystolic the following morning on (B)(6) 2020 while still connected to the cycler. Resuscitative efforts began and lasted for only a few minutes before the patient was pronounced deceased. It was confirmed the patient¿s death was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).